Event description:
Per history and physical: the valve was explanted due to paravalvular leak. The operative report has been requested.

Event description:
In 1998, the dr. Implanted a 33 mm mitral st. Jude medical mechanical heart valve (model 33m-101) as a result of fungal endocarditis in the pt's native valve. The pt had a history of pneumonia, and adult respiratory distress syndrome secondary to severe mitral regurgitation, severe malnutrition, anorexia and anemia. In 2000, the dr. Explanted this valve due to paravalvular leak, confirmed by a transesophageal echocardiogram. According to the operative report, the pt has been followed for paravalvular leak since implant. The valve was dehisced on the posterior leaflet between three o'clock and six o'clock. Another 33 mm mitral st. Jude medical mechanical heart valve (model 33m-101) was then implanted. The hosp pathologist reported a small amount of fibrous connective tissue attached to the valve annulus. The valve was then returned to the pt. The pt was reported to be doing "remarkably well" and no additional info was received.